Event description:
During installation of the power supply, the field service representative observed one of the power supplies failed at start up. The representative analyzed the power supply and cable and found the connection was loose at the power supply. The cable connection was tightened and the power supply worked to specification. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.